Event description:
It was reported that a balloon rupture occurred. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at first inflation. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at first inflation. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR.: a wolverine pcb device was received for analysis. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 6mm distal to the proximal marker band. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube/shaft found no issues. This concludes the product analysis.